Event description:
It was reported that the connector bolt threads broke off inside the femoral nail delaying the case over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.